Event description:
Healthcare professional reported "exchange with no complaint against the device" of a non-(B)(6) device. This record is for the right side. Device was explanted. Device was explanted. Patient code: 4582. Device code: 1583. Referencing report mw5187320. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).